Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient stated the intrathecal pump (itp) made him feel "drugged" and didn't like the feeling. The hcp made multiple adjustments but the patient still didn't like it. The hcp further reported that the itp was working correctly.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date ; ubd: 2020-12-12; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving morphine via an implantable pump. The indication for use was chronic pain. It was reported that the healthcare provider (hcp) told the rep that the patient was getting their pump removed, and they were not getting pain relief. The hcp asked the rep to call the patient to confirm they were scheduled for removal because if not, they said they would "cut it out with a knife" himself. The patient had a catheter dye study in (B)(6) 2022, and to rep's recollection the hcp was able to aspirate csf and was able to push dye, "so the system was functioning properly". The patient stated that the system was not working correctly, but gave no reason why they thought that. There were no environmental, external, or patient factors that may have led or contributed to the issue that the rep knew of. Diagnostics/troubleshooting included the dye study a year ago. The patient has a consult to see a surgeon to have the system removed. The issue was not resolved at the time of the report. Surgical intervention was planned but not scheduled. The patient status at the time of the report was alive with no injury.